Event description:
It was reported that a patient with history of lap sleeve gastrectomy the year prior underwent an exploratory laparotomy after developing an abscess with leak in a portion of the sleeve that had previously been drained and clipped endoscopically. Operative noted provided reveals a gastric perforation was noted to be quite high on the stomach and so the surgeon elected not to convert to a gastric bypass, and instead bring out the roux-en-y limb of jejunum up to the stomach to repair the leak. The staple line was oversewn with suture and a leak test revealed no evidence of leakage. Two days post-operatively, the patient began having gastric content in the jp drain, and it was suspected that a leak was present. As a result, the patient underwent an additional exploratory laparotomy where a leak at the proximal tip of the gastrojejunal anastomosis was identified and the anastomosis was taken down completely. Postoperatively, the jp drain was removed 3 weeks later, and a CT scan 3 weeks later was consistent with a persistent leak. However, a repeat CT scan 1 month later showed ¿significant improvement in the left perisplenic abscess/gas collection now measuring 29 x 11 mm from 55 x 22 mm on comparison.¿ as a result, conservative management was ordered, and the patient was discharged one month later with a g-tube placed for feeding at home. No other records are provided.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. D4: batch # unk. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.